Manufacturer narrative:
S/w ver 2.9d pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, overlay scratched, cracked select button keypad overlay, broken reservoir tube lip, detached retainer, cracked case behind the pump near the battery compartment, missing display window cover, keypad overlay texture damage, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states was driving motor cross when they bumped the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.